Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this condition was confirmed. The root cause was a use error, as a clamp was reported to have been left open. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc then alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. There was an open clamp on an unused line. Proper procedures were reviewed and there were no samples available. The tsr advised the hp to inform his registered nurse about the alarm. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.